Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of off-label use of the device. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "hospital (B)(6)" decided to start a case study with the use of a fecal management system in a ostomized patient. The patient had a wound around the stoma that was not healing, therefore the retention balloon was placed directly into the stoma and inflated with 23 milliliters of water. The use of the fecal management system in the stoma was considered a success because it enabled the wound to heal. They further reported that the case will be presented in a (B)(4)." Additional information was received on (B)(6) 2015 stating "patient underwent traffic reconstruction surgery with downward transverse anastomosis. 5 days after surgery, had to make an explorer laparoscopy "the emergence of a dehiscence of the anastomosis and fistula. The anastomosis evolved into the collapse of stoma and wound dehiscence."

Manufacturer narrative:
It was discovered on november 12, 2015 that the initial MDR submitted on october 14, 2015 omitted that no lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Also discovered that the codes were incorrect in the initial MDR. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).